Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, the device deployed normally but when the needles where withdrawn (step3) the suture was not connected to the needles. No force was used, the suture just didn¿t follow the needles out of the hub. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9 - device available for evaluation updated from ¿yes¿ to ¿no¿.

Event description:
Subsequent to the initially filed report, the following information was received: this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a patent foramen ovale (pfo) procedure. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 11f sheath and the pfo procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. No additional information was provided.